Event description:
It was reported the trial patient was using an internal neurostimulator (ins) externally. The patient had four leads, but two had come out of the ins. The patient was looking for assistance to re-insert the leads. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, lot# unknown, product type lead. Product ID neu_unknown_lead, lot# unknown, product type lead. Product ID neu_unknown_lead, lot# unknown, product type lead. Product ID neu_unknown_lead, lot# unknown, product type lead, product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).